Event description:
Healthcare professional reported right-side capsular contracture baker grade iii, "radial folds", "inflammatory reactions" and cysts. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, g2, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Healthcare professional reported right-side capsular contracture baker grade iii, "radial folds", "inflammatory reactions" and cysts. The device remains implanted.